Event description:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics for 10 days for the infection (specific date not reported). The patient experienced a skin necrosis and extrusion of the device through the necrosed skin. Subsequently, the patient was prescribed with oral and topical antibiotics (date and duration not reported); however the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2022 for a skin revision and the device was explanted during the same surgery.